Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that before and during use, the device exhibited error 1871. There was unknown patient harm.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed no physical damage. The event history log confirmed a record of error code 1871 during pump operation. Functional testing was able to replicate the reported issue. The root cause was determined to be a possible defective motor or rotation detection sensor. The device was returned unrepaired per customer request. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.